Manufacturer narrative:
The wire was received fractured in three sections, 139 cm from the distal tip (29 cm after hypotube). The second fractured section of the wire measured 11cm. The third fractured section of the wire measured 32 cm, which is the proximal end of the wire. All fractured sections show a bent hypotube. The second fractured section is kinked 1 cm from the fracture site. In addition, a severe kink was noted 14.5 cm from the proximal end. No other complaints have been received for this particular batch of devices. The device history record for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The cause of the difficulty experienced in this complaint is determined to be related to user technique.

Event description:
Determined to be reportable based on analysis received 12/15/2005. It was reported that during a ptca, the wire kinked during advancement. No patient injuries or complications were reported.